Manufacturer narrative:
Block h6 device code a1702 is being used to capture the reportable event of anchor exchange failure to retrieve.

Event description:
It was reported to boston scientific corporation that an overstitch nxt endoscopic suturing system was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, a portion of the anchor exchange release handle came apart from the catheter. As a result, the anchor failed to load and unload from the needle shaft. The procedure was completed with a new overstitch device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a1702 is being used to capture the reportable event of anchor exchange failure to retrieve. Device evaluation. Block h11: the returned overstitch nxt device and submitted media were analyzed. A visual inspection and media review were performed. The anchor exchange was returned without the overstitch handle. The attached documentation includes an image showing that the white component of the anchor exchange was detached from the blue button. No damage was observed during visual inspection. Functional testing could not be performed because the overstitch handle was not returned. Therefore, the reported events of handle break, anchor exchange failure to pass anchor, and anchor exchange failure to retrieve anchor could not be confirmed. A risk review of the overstitch nxt was completed and confirmed that the events of handle break, anchor exchange failure to pass anchor and anchor exchange failure to retrieve anchor were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on all gathered information, there is not enough evidence to determine whether the handle break, anchor exchange failure to pass anchor, and anchor exchange failure to retrieve anchor were due to the physician's technique during the procedure or related to a device malfunction. Additionally, the overstitch device was not returned and is required to perform the product analysis to further investigate the reported issues. For this reason, "unable to exclude device problem" is selected as the most probable cause for these events.

Event description:
It was reported to boston scientific corporation that an overstitch nxt endoscopic suturing system was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, a portion of the anchor exchange release handle came apart from the catheter. As a result, the anchor failed to load and unload from the needle shaft. The procedure was completed with a new overstitch device. There was no patient complications reported as a result of this event.